Event description:
The agfa representative initiated an update during the work day resulting in the inability to process radiographs taken of the patient. Ultimately one image was lost due to machine failure. Fortunately, the one salvaged image was sufficient and patient did not have to return for another image.agfa representative caused this malfunction when he did the upgrade. In the future, he will call ahead when an upgrade is needed to make sure that there is no one in imaging.